Manufacturer narrative:
The polaris spectra system control unit (scu) was returned to the manufacturer for analysis. The scu was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that the polaris spectra system control unit (scu) was replaced for the navigation system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The scu has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the navigation system was intermittently tracking instruments. There was no patient present when this issue was identified. It was reported that the issue occurred after the system was powered on for an unspecified length of time. There was no patient present when this issue was identified. No additional information was provided.